Manufacturer narrative:
Technician found bed in storage. Found: head hi-low section drifting. Replaced the trendelenburg valve manual to resolve this issue.

Event description:
Complaint rec'd alleged that the head section was drifting.